Event description:
This valve was explanted due to pv leak with 4+ regurgitation. According to the op report, the patient was in "severe" congestive heart failure. At explant, approximately one fourth of the annulus was noted to be dehisced anteriorly. Otherwise, the valve was noted to be functioning "fine". It was replaced with sjm 29mj-501.